Manufacturer narrative:
(B) (4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that following cervical lead placement in (B) (6) 2009, the patient experienced a burning sensation at the pocket and had difficulty recharging. The patient was unable to get more than 2 boxes when recharging. While charging, the patient was unable to get past the half way mark on the charging level. He also reported seeing the recharger "high temperature sign" and the device pocket would get hot after about 2 hours of charging. The patient had tried different methods with charging as well as different chargers. Impedance was within normal range. The stimulation appeared to be fine. The device was replaced. During the replacement, it was noted there was no evidence of lead migration or lead fractures. The patient had excellent coverage and was able to successfully recharge with excellent coupling with his new device.